Event description:
It was reported that during a cryo ablation procedure, after opening the mapping catheter it was observed that the shaft was bent. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.